Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of the device failed to charge and failed to discharge was found to meet device specification. A review of the device log observed numerous 30j tests with functioning charge and shock button presses. The customer's report of the device's display blanked out was not replicated or confirmed. The device was put through extensive testing including stressing with hot and cold temperatures without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge, failed to discharge, and the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.